Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. No broken black conductor wire was observed during visual inspection. Additionally, the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken conductor wire. The instrument was removed and replaced with a backup. The procedure was completed with no reported injury.